Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2017 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap was found to have stripped threads, the slot on top of the cap stripped, cap contact out of tolerance, and was found to not be able to be tightened to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked/damaged, the threads of the battery cap are stripped, and that the battery cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.